Event description:
Reported via watchman patient call center. It was reported that the device did not seal, and a transient ischemic attack (tia) occurred. A left atrial appendage closure procedure was performed on (B)(6) 2019, and a 30mm watchman laa closure device was implanted. It was reported to boston scientific (bsc) on (B)(6) 2025, that the patient had experienced a tia five to six months ago. While being treated for the tia, imaging revealed the closure device was not sealing the laa and in response, the physicians placed the patient back on a medication regimen. No further details were made available.

Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown. Procedure physician name: (B)(6). Primary or referring physician name: (B)(6). Facility name: (B)(6). Facility city: (B)(6). Facility state: (B)(6).